Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post-operation check. Upon interrogation, the implantable cardioverter defibrillator would not display high voltage impedance measurements. On (B)(6) 2020, the device was explanted and replaced. Patient was in stable condition.

Manufacturer narrative:
The reported field event of an high voltage lead impedance measurement anomaly was confirmed. The device was unable to perform and display high voltage lead impedance measurement using the programmer. The cause was found to be due to an integrated circuit anomaly.